Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir of the insulin pump was loose when inserted in the insulin pump. The blood glucose level of the customer was unknown. The insulin pump had scratches on the screen that hindered the view of the customer. The insulin pump rejected new batteries and made louder noises during rewind process. Troubleshooting was not performed and the device will not be returned for analysis.